Event description:
The pt was seen at the implant center for device eval, in 2000. Testing conducted at the center demonstrated a problem with intermittent link. Explantation/reimplantation was recommended. Revision surgery has not been scheduled.